Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 for high blood glucose and diabetic ketoacidosis. The patient's blood glucose was over 600 mg/dl at one point, and when he was admitted to the hospital it was 557 mg/dl. He experienced dry mouth and was treated with IV fluids. Prior to the hospitalization, the insulin pump kept alarming no delivery and motor error. The patient's infusion set cannula was bent. The customer was advised to change their entire infusion set, reservoir, and insulin. The reservoir was not returned for analysis.